Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the fiber exhibits very mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber was noted to have commenced firing out of tip "forward firing" power setting 60 watts at 38 joules and .5 minutes of use. The procedure was completed with the use of a second fiber at 72,600 joules. Patient outcome: "ok" reported.